Event description:
Account reported several laser vision correction patients presented with diffuse lamellar keratitis (dlk) over the last few weeks at one day post op. The number of eyes affected is unknown. It was provided that the surgeon either lifted and rinsed flap and increased steroid drops, or just increased steroid drops. There was no loss of best corrected visual acuity (bcva). The dlk has been resolved. There were several attempts to get information regarding the amount of patients involved however, at the time of this report no response has been received.

Manufacturer narrative:
Information was asked but it was not provided. Date of event: unknown/not provided the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.